Manufacturer narrative:
(B)(4). Batch # unk. The lot/batch was not provided; therefore, the manufacturing records could not be reviewed. Month and day unknown. Only year (2018) is known. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Could you please confirm the product code? What were the indications for surgery? Where in the green gap setting scale was the indicator located prior to firing? Did the surgeon wait 15 seconds and then retighten prior to firing? Did the healthcare professional receive audible & tactile feedback when firing the device? Was the site of the bleed identified? If so, where was it located? Were there any staple formation issues noted after initial procedure? How was the bleeding addressed? Can you provide any further details of the additional surgical procedure required? Did the patient receive a blood transfusion? What is the current patient status?

Event description:
It was reported that the surgeon used the device to perform a sigmoid anastomosis. Surgeon checked the anastomosis via a sigmoidoscopy. All looked very good and staple line was dry. While in recovery the patient began hemorrhaging rectally. The surgeon brought patient back to operating room to stop bleeder. Patient lost about liter of blood. It was unknown if any blood product was administered.

Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: could you please confirm the product code? Ecs29a. What were the indications for surgery? Unknown, low anterior resection where in the green gap setting scale was the indicator located prior to firing? About ¾ of the way, the surgeon doesn¿t like to take it all the way down for fear of necrosis. Did the surgeon wait 15 seconds and then retighten prior to firing? No, he doesn¿t retighten, doesn¿t want to dial down all the way. Did the healthcare professional receive audible & tactile feedback when firing the device? Yes. Was the site of the bleed identified? If so, where was it located? At the staple line. Were there any staple formation issues noted after initial procedure? No, used a scope to inspect the staple line, also did a leak test and there was no leak at anastomotic site. How was the bleeding addressed? Possible reopen, isn¿t certain. Can you provide any further details of the additional surgical procedure required? Possible reopen but the sales rep doesn¿t have any details. Assumes it was sutured because it was able to be repaired. The surgeon did not take down the anastamosis. Did the patient receive a blood transfusion? Unknown what is the current patient status? Patient is doing well. This is a very skilled cr surgeon that has been using our device for some time. Surgeon has not retightened the device in the past and has not had post op bleeds before. Sale rep will reinforce the advantage of retightening technique.